Event description:
It was reported an infusion of chemotherapy allegedly took too long to infuse; customer also reports more chemotherapy than expected may have also infused. There was patient involvement however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a chemotherapy inaccurate delivery was not confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. The occluder spring test was performed on the suspect pump module, testing of the upper and lower occlude observed the device passing both tests. The incident administration set was not returned for this investigation; therefore, testing could not be performed. A review of the suspect pump module error log was performed, and no errors or anomalies were noted on the reported event date. The drugs that were programmed to infuse on the incident date were unable to be confirmed since the infusions were programmed via remote IV. On (B)(6) 2026 at 8:38 pm a remote IV was received and an im intermittent primary infusion was started for drug ID 242 (suspected to be chemotherapy) at a rate of 22.9167 ml/hr, volume to be infused (vtbi) of 550 ml, patient weight of 82.4 kg, patient body surface area (bsa) of 2.02 m2 and concentration of 0.0462 mg/ml. At 8:39 pm the pump module alarmed for occlusion on patient side. A primary volume infusion (pvi) of 0.191 ml was recorded. On (B)(6) 2026 between 4:39 am and 7:50 pm the infusion was paused and restarted three (3) times. A pvi of 530.402 ml was recorded. Between 7:56 pm and 9:04 pm and infusion started at a rate of 22.9167, vtbi of 35 ml and concentration of 0.0462 mg/ml. The vtbi was reprogrammed two (2) times, the first time was reprogrammed to 50 ml and the second time was reprogrammed to 55 ml. A pvi of 558.628 ml was recorded. Between 9:21 pm and 11:26 pm an infusion started at a rate of 24 ml/hr, vtbi of 48.3 ml and concentration of 0.0462 mg/ml. The vtbi was reprogrammed two (2) times, the first time was reprogrammed to 30 ml and the second time was reprogrammed to 45 ml. A pvi of 615.111 ml was recorded. On (B)(6) 2026 at 1:06 am the pump module alarmed air in line. A pvi of 655.032 ml was recorded. The unit was channeled off. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The alaris system with guardrails suite mx user manual v12.3.1 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported inaccurate delivery of chemotherapy could not be identified through log analysis or laboratory testing. The suspect pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion of chemotherapy allegedly took too long to infuse; customer also reports more chemotherapy than expected may have also infused. There was patient involvement however no patient harm.